Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. This lot was manufactured and packaged on october 8-11, 2014. During the packaging of this lot, pieces were visually inspected and physically tested with no issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Representative samples were received for evaluation. The manufacturing plant received four packaged syringe samples with this customer report. A complete investigation was performed. Visual inspection was conducted to the quality inspection standard. No visual issues were identified. A shield compression test was conducted on the four syringe samples. The shield compression test is performed to measure the force necessary to overcome the locking mechanism of the safety device and force the shield to retract from the locked position. The four syringe samples met the specification requirements of the shield compression test. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a product failure could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description provided by the customer, potential root causes might include: - damage to the shield or lock insert locking features, - excessive adhesive in the lock insert tangs - mal-form of the shield locking feature during the molding process the following control mechanisms are in place to prevent the occurrence and acceptance of safety shield failures: the manufacturing plant maintains material verification processes.

Event description:
The resin, lock insert and adhesive must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. The manufacture of the molded barrel and shield is conducted within a validated process. Visual inspections are periodically performed and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence to ensure sufficient adhesive is dispensed to retain the cannula and lock insert without overspill or excessive adhesive dispense. The safety shield is exercised during installation to ensure proper movement. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to prevent damage to the syringe assembly. During manufacturing, associates visually inspect syringe assemblies and test product to ensure the requirements of the quality inspection standard are met. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The instructions for use indicate: immediately following the injection or aspiration procedure, lock the safety needle shield. Push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your thumb or finger behind the needle at all times. The magellan safety syringe is locked once the needle tip has been completely covered and the shield is in the fully extended position. Verify locked position through audible, tactile, and/or visual feedback. Once the safety shield is locked, immediately discard the magellan safety syringe into the nearest sharps container following applicable regulations. Since a product failure could not be confirmed throughout the investigation and data trending does not indicate a negative trend; additional correction and/or containment activities are not required at this time. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports the nurse stated that after she gave the shot she pushed the safety shield up until it clicked and thought it was locked. Upon disposal the shield slid down and the nurse was stuck with the needle. The customer reported the nurse went to the hospital ER and the hospital protocols for a needle stick injury were followed. She had blood drawn for (B)(6) tests. None were positive, the patient that the nurse used the needle on also had the same tests. She was also given (B)(6) antibodies, as well as (B)(6) plus a tdap. This will be repeated in 6 months.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.